Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance performed; system met specifications as per sir (service installation record). Logfile review for the treatment day shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. The pi (patient interface) was docked several times on the left eye because the treatment was repeated several times. Two treatment attempts were cancelled before firing and the left eye was fired two times. The first treatment attempt was cancelled before firing, the surgeon interrupted and cancelled the vacuum process after reaching a valid suction one value. Treatment data for the patient¿s left eye was reloaded; during this attempt, the vacuum process was interrupted at suction one by the user because the surgeon had difficulties to achieve a stable suction one value. After achieving stable and valid vacuum values, the treatment was started and successfully completed with one interruption. During bed cut, the surgeon released the foot pedal for a short time and continued the treatment after few seconds. The user operated surgery within the recommended energy settings, no relevant deviation between planned and performed energy is detectable. The thickness of the flap was thinner than the recommended flap thickness. Afterwards, the patient data was reloaded again, but was cancelled during the suction process, because the surgeon had difficulties to achieve a stable suction two value. The treatment was then started again, and the left eye was operated again with changed energy settings. No technical problem can be identified during logfile review. The docking process is complex and depends on various factors as described above. The root cause cannot be identified conclusively, no technical malfunction can be identified. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that there was an incomplete flap (side cut was not fully created) in the left eye of a patient, during laser application, lasik surgery. The surgeon wanted to continue and recut since other eye was treated. The surgeon recut the flap but it was not enough to lift. The patient taken back at another time for prk.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).